Event description:
It was reported that when the device was used during a laparoscopic gastric bypass, the device was found to have a broken distal tip with pieces missing. A laparotomy was performed and three pieces of the device were eventually found. Nearly two hours of additional or time was required to find these pieces and close the laparotomy.